Manufacturer narrative:
The device was implanted and will not be returned for evaluation; product analysis will not be performed. Based on the reported information, there did not appear to have been any defect of the device during use. Per the provided information, review of IFU to investigate the complaint, the most likely cause of the event was patient condition and procedure related. Linked MDR's 2029214-2018-00157. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient had neurological deterioration 2 days status post placement of pipeline flex embolization devices (ped) for the treatment of carotid cavernous fistula (ccf). It was reported the patient's ped placement procedure was completed and the physician expected the patient's ccf would thrombose and disappear. The patient's condition worsened after 2 days, and needed re-embolization with coils to control bleeding. The bleeding could not be completely controlled. An magnetic resonance angiogram was taken 7 days after the intervention. It could not be confirmed if the ccf still existed. The patient's left eye remained closed.